Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a low out of range shock impedance measurement of zero ohms was observed, however, all subsequent measruements were stable and within normal limits. The physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring system detected an out of range shock impedance measurement for this implantable cardioverter defibrillator (ICD) and another manufacturer's implantable right ventricular (rv) defibrillation lead. Boston scientific technical services (ts) discussed the option of interrogating the device with a programmer or having the patient complete a remote interrogation to retrieve the data. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.